Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed visual and leakage testing. The pump did not pass inflation testing. The cylinders 1 and 2 were microscopically examined. Cylinder 1 outer tube was torn in the proximal and the outer tube was detached from the distal end of the cylinder. Cylinder 1 had broken fabric threads and a bulge in the distal end. Cylinder 2 had a hole in the outer tube from sharp instrument in the distal end of the cylinder. Cylinder 2 passed the leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a cylinder aneurism. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a cylinder aneurism. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications.